Event description:
During a pediatric open heart procedure a small amount of blood leaked through a crack in the connector, approximately 10 to 20 cc's. An air lock was noted in the venous lines that drain from the patient's chest to the heart lung machine. Came off heart lung by-pass and replaced the y-connector and went back on by-pass. No patient injury as a result of this event.